Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor had syringe break in the fill port during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.